Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a reservoir leak. The customer¿s blood glucose level was 126 mg/dl at the time of the incident. The customer reported plunger is hard to remove, the black band around the reservoir is out of shape, leak occurred during filling past the second o ring. The customer did not troubleshoot the issue. The reservoir will not be returned for analysis.